Manufacturer narrative:
H4. PMA/501k is unknown as the device model information was not provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an apollo catheter that was leaking from the middle of the lumen during onyx injection resulting in onyx extravasation to an unintended vessel requiring immediate intervention. The patient was undergoing a dural arteriovenous fistula (davf) transcatheter arterial embolization using onyx 18 liquid embolic system on (B)(6) 2025. Access was via basilar and vertebral arteries. Access vessel diameter was 4mm. Patient vessel tortuosity was normal. It was reported that the apollo catheter and all accessory devices were prepared and catheter was flushed as indicated in the instructions for use (IFU). The catheter was inspected and tested prior to use. The apollo remained in placed throughout the procedure and was used to inject onyx 5 times with a one-minute pause after each injection. Between the fourth and fifth injections comprehensive roadmap imaging was conducted to assess the patient's vascular embolization status. During the fifth injection, it was observed that the onyx was not exiting the catheter tip, but rather, was leaking from the middle of the catheter and entered the basilar artery which was not intended. The physician emergently used a solitaire to successfully retrieve the misplaced onyx from the basilar artery. The patient had no symptoms or other complications associated with this event. Magnetic resonance scan the day after the procedure confirmed no associated stroke occurred. The patient was discharged on (B)(6) 2025. Ancillary devices: neuro 088 80cm guide catheter, navien 058 115cm intermediate catheter, sl10 microcatheter, transend 0.010" wire, asahi chikai 0.008" wire, headway 21 microcatheter, navien 058 105m intermediate catheter, solitaire x stent retriever (model: sfr4-6-40-10, lot: b579917)

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting there was no resistance at any time during injection of the onyx into the apollo. The injection rate was followed as indicated in the IFU. This information was confirmed with the physician. Navien 058 115cm was used with onyx embolization. Navien 058 105cm was used with solitaire.